Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty crossing and stent damage occurred. The target lesion was located in an unspecified vessel. A 4.0x32mm veriflex stent delivery system was unable to be advanced. The device was examined and it was noted that there was a stent strut sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.